Manufacturer narrative:
(B)(4). Batch # l4ef4c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip broke during retroperitoneal laparoscopic partial nephrectomy operation. Changed to another one to complete. There was no report on patient's injury.